Event description:
The customer stated he was riding the unit and turned a corner. He heard a "popping" noise and then the front dropped causing him to fall out of the unit. His wife and neighbors were able to get him into the house. He went to the dr the following day. An x-ray of his knee revealed that it was bruised only.